Event description:
Procedure type: urological/gynecological. According to the reporter, the pt underwent treatment for pelvic organ prolapse and other symptoms. The pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "pelvicol."